Manufacturer narrative:
Failure analysis revealed that the insulin had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. The device passed the error alarm test and no errors were noted during testing.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error after every battery change. The blood glucose reading was not available. The device had not been in use for an extended period of time. Advised customer to monitor the insulin pump and to return the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.